Event description:
It was reported that the device exhibited an inappropriate warm/cold boot up. There was no patient use associated with this incident.

Manufacturer narrative:
Physio-control evaluated the device and verified the reported failure. Physio replaced the interface pcb assembly, and then observed proper device operation through functional and performance testing. The device was returned to the customer for use.